Event description:
It was reported that the right ventricular (rv) lead developed varying thresholds three days after implant. It was noted that the patient was on a life vest. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688 lead, implanted: (B)(6) 2014. (B)(4).